Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold measurements and high out-of-range pacing impedance measurements. Surgical intervention was performed and the lead was tested on the pacing system analyzer (psa) with the same results. The lead was capped without incident. No additional adverse patient effects were reported.